Event description:
Pt was undergoing incision and drainage of an abscess. He experienced a burn of about 4" x 6" because of an electrocautery gounding pad not correctly applied to the pt's leg. The setting had been increased from 80-120 and the device was not delivering adequate cautery power when the burn was discovered. 1st degree burn required local treatment only.